Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument was not sealing properly. There was no reported injury.